Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Continuation of concomitant products: 419688 lead, implanted (B)(6) 2012; 407652 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low impedances on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.